Event description:
Additional information received reported that the patient was recovering/resolving; no treatment or actions taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mechanical thrombectomy for the treatment of acute ischemic stroke, a react aspiration catheter was used. The procedure involved accessing the femoral vessel. On the following day, a ph2 hematoma was identified on a follow-up brain computed tomography, which was possibly related to the index study procedure. It was unknown if there was any patient involvement or complications as a result of the event. Additional information was received reporting the initial clot location was right tandem internal carotid artery (ica) cervical. The patient's national institutes of health stroke scale (nihss) improved from 10 to 8 at 24 hours post op and to 2 at discharge. Per the site, the patient was discharged from the hospital on (B)(6)2025 and returned home with a nihss 1 and mild dysarthria. There were no actions or interventions taken to resolve the ph2 hematoma, the patient had another MRI on (B)(6)2025 (3 days after the 24h post-procedure MRI), which only revealed traces of the stroke and hemorrhagic remodeling. The cause of the ph2 hematoma was not determined. Adverse event crf for "hemorrhagic¿ and adverse event crf for ¿vascular dissection¿ have been reported in study database. It was reported that the patient experienced superficial and deep right sylvan stroke with an estimated volume of 118 cc, the site of significant hemorrhagic remodeling, classified as ph2 according to the ecass classification exerting a mass effect with deviation of the midline by 5 mm. The outcome status is recovering/resolving. This event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The outcome status is unknown. The site assessed this event as not related to the device or procedure. The sponsor assessed this event as possibly related to the index study procedure. Additionally, there was subpetrous dissection image of the right carotid artery with intrapetrous wall hematoma and tight stenosis of the caliber of the circulating carotid channel. This event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life threatening. The site assessed this event as not related to the device or procedure. The sponsor assessed this event as causal to the study procedure, and possibly related to the solitaire and react.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the event resolved on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the upstream pseudoaneurysm was assessed as possibly related to the procedure and devices. There was no medical/surgical intervention required for the pseudoaneurysm/vessel perforation. The patient's baseline mrs, nihss, and tici scores were 0, 10, and 0 respectively. Post procedure the nihss score was 8, and the tici score was 3. IV tpa was not contraindicated, and one pass was made with the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the event did not resolve. The event is resolving. Cta on (B)(6) 2025 shows right internal carotid artery (ica) dissection still present. Presence of a pseudoaneurysm dilatation just upstream of the dissection.